Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; however, the delivery system has been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that the distal tip detached from the delivery system during retraction. The procedure included treatment of a stenosis in an av fistula in the patient's left arm. During the procedure, the physician intended to deploy two stent grafts, each at the end of a previously implanted stent. The physician advanced the device to target lesion without difficulties and the stent graft was deployed successfully, overlapping the distal end of the previously implanted stent. While retracting the delivery system, some resistance was encountered. Upon removal, it was identified that the distal end of the delivery system had detached. The tip remained on the guidewire and was easily removed from the patient. The procedure was competed successfully without any adverse consequences to the patient.